Event description:
It was reported that the physician's handheld computer was freezing during interrogation and diagnostics. The event usually resolves after a few tries. Product has been requested, but has not been returned to the MFR to date.